Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18336. The pt reported she is experiencing ineffective stimulation as well as stimulation in the wrong location. The sjm rep met with the pt and reprogramming was able to provide effect stimulation. However, 3 days later the pt reported she was no longer receiving effective stimulation. The sjm rep is to contact the pt as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.